Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. An unformed clip was loose inside the bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it ejected ten clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon used three devices and they were all feeding clips sideways from the initial firing. There was little information provided by the materials associate. No additional force to fire or clips or staples in the area. It is not known what vessel they were firing across. No unusual noises reported. They did not state how the case was completed. There was no patient consequence reported.